Event description:
It was reported that bd syringe 10ml ll - leakage past stopper. Verbatim: the black rubber will get water when pumping medicine.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed a stain on the stopper and plunger. A leak test was performed, and no abnormality was observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.